Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> cn8dl1000. Device history batch ==> null device history review ==> two anomalies were found in the addendum. The batch was on (B)(4) which was for possible undersized neck width conditions. The disposition of product on this ncr was accepted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: attorney.

Event description:
Complaint description: jun 27, 2017: litigation received. Litigation alleges erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp, dislocation, metallosis, and fluid buildup.